Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a rd error code, indicating programmable parameters were restored to factory defaults. This occurred after the patient underwent radiation treatment. Technical services (ts) was consulted and discussed how this required the device to be reprogrammed and the steps required to perform this process. The device was reset and was operating normally. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a rd error code, indicating programmable parameters were restored to factory defaults. This occurred after the patient underwent radiation treatment. Technical services (ts) was consulted and discussed how this required the device to be reprogrammed and the steps required to perform this process. The device was reset and was operating normally. This device remains in service. No adverse patient effects were reported.